Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed. A field service engineer found that under the hardware test application, the drawer would not unlock and kept reading as open. The fse removed the drawer from the chassis to inspect and found that the screw holding the position sensor bracket was loose, causing the sensor to move and give a false reading. The fse re-secured the position sensor bracket, reinstalled the drawer, and successfully tested it in the hardware test application. The customer successfully inventoried the drawer. The system functioned as intended after the field service engineer repaired the device. Initial reporter address 1: 6565 fannin st mail station m1-100

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.